Manufacturer narrative:
Concomitant medical products: w1tr01 crtp implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with tachycardia. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead remains in use. No further patient complications have been reported as a result of this event.